Event description:
Staff reporting anchorfast device quality issues. Foam padding falling off or coming packaged missing adherence padding. Pulled a device still in packing with no pad attached. Lot number is 5l222. This device was found stocked in cticu. Employee pulled defective product. Two items, same lot number. Last year, hollister (mfg) recalled this product due to adhesion issues with their foam and pads not sticking to the device and/or the patients. They recently changed back to their old design, and are now sending product in clear bags rather than packaging with more structure, and they are in the package with the pads already fallen off the device, much like they were with the old recall. The facial pads are falling off patients. Our health system is likely moving away from the product as the failures are now contributing to patient pressure ulcer injuries. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).